Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during first inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.